Event description:
During follow-up, increased capture threshold resulting in a loss of capture was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed no anomalies. The event was resolved by capping and replacing the rv lead. The patient was in stable condition.